Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. While the exact cause of the annular rupture could not be confirmed, investigation results suggest/indicate procedural factors (manipulation of the devices), in addition to patient factors (advanced age, small body weight) may have contributed to the annular rupture and explant of the sapien 3 valve. Lack of hemostasis following the placement of the surgical valve contributed to the hemorrhage shock and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed with nominal volume. Post valve deployment, the patient¿s blood pressure remained low and tte showed a pericardial effusion. Pericardial drainage was performed immediately and percutaneous cardiopulmonary support (pcps) was initiated. As the speed of the drainage indicated an annular rupture, the decision was made to convert to a thoracotomy. The patient could not be intubated due to an airway edema caused by increasing pa pressure. A tracheotomy was performed and the chest was opened. A tear below the right coronary artery (rca) to the non-coronary cusp (ncc), which extended to the right ventricle was observed. A pericardial patch was attached to the injury and a surgical aortic valve replacement was performed. The blood pressure stabilized; however bleeding continued from the suture site when the cardiopulmonary bypass was stopped. The patient developed hemorrhagic shock and hemostasis could not be achieved. It was difficult to rescue the patient and the chest was closed. The patient was confirmed to be expired upon returning to the ICU due to hemorrhagic shock. The native annular diameter measured 20.8 mm by CT. Mild valvular calcification and no aortic root calcification was reported. The esheath, delivery system and explanted sapien 3 valve were discarded at the facility and are not available for evaluation.